Event description:
This report was submitted in error and the final report will be submitted on 0002648920 - 2020 - 00533.

Manufacturer narrative:
This report was submitted in error and the final report will be submitted on 0002648920 - 2020 - 00533.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis due to the location is unknown; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 03938. 0001822565 - 2020 - 03939.

Event description:
It was reported by 411 that a patient underwent a left hip arthroplasty on an unknown date. Subsequently, the patient was revised on an unknown day for the cup being flat needing to come out. X rays were provided and showed dislocation. Attempts have been made and additional information on the reported event is unavailable at this time.